Manufacturer narrative:
The subject device was returned to omsc for evaluation. But the reported phenomenon was impossible to duplicate. The subject device passed the leakage test. Omsc also was not found any abnormalities on the image while bending the distal end, twisting the electrical cable and the image cable, making slight impact to the video connector and heat-testing the distal end of insertion tube. Furthermore, the subject device and the video system were recombined from returned devices to manufacturer's one. But no irregularities were observed. Based upon the evaluation, the exact cause could not be conclusively determined at this time, but the inadequate connection of the video cable or the electrical cable could not be ruled out. The manufacturing history was reviewed, with no irregularities related to this problem noted. If significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2015-00270. Olympus medical systems corporation (omsc) performed a retrospective review and found that this supplemental report is required on (B)(6) 2015. This supplemental report is being submitting to report the additional information regarding the subject device. The (B)(4) which was used in conjunction with the subjected (B)(4) was returned to olympus medical systems corp.(omsc) for evaluation. Omsc evaluated the (B)(4) and found that the contacts of the video connector socket were stained by which was assumed to be due to residue of detergent solution. Also, there was a lot of lint by which was assumed to be due to gauze (to wipe the device) on the electrical contacts of the video connector socket. Moreover, there was similar dirt on the electrical contacts of the (B)(4). The adhesion of dirt on the contacts was attributed to the inappropriate handling by the facility, such as the facility connected the (B)(4) to the (B)(4) with the wet and/or dirty condition of the connector of the (B)(4). Consequently electrical contact failure occurred temporary and it caused the loss of the signal transmission and then the endoscopic image was disappeared. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that during laparoscopic cholecystectomy, the image suddenly went black three times. Though the image was soon recovered, the user facility changed the subject device and the video system to another set and the intended procedure was completed. There was no patient harm reported.